Event description:
A customer contacted beckman coulter inc. (Bec) regarding non-reproducible results for multiple assays generated by the access 2 immunoassay system. Per customer, they believed the instrument was having ultrasonic mixing issues. The customer has been running samples in duplicate and results have not been reproducible. The customer was requested but declined to provide specific data. No results were reported outside of the laboratory. The customer is currently running patient samples on their alternate analyzer.

Manufacturer narrative:
Service was dispatched for this event. The service information is not available to date.